Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was noted. A double stop was performed. The patient partially recovered by the end of the procedure. It is unknown if hospitalization occurred. The case was completed with cryo. No further patient complications have been reported as a result of this event.